Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is vip packaging. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 11 bd sharps coll 17l yellow was damaged, but still operable. The following information was provided by the initial reporter: "out of the samples failed, only in the top corner position and top and top corner position for 303209 failed."

Manufacturer narrative:
During dv testing as per plan/protocol fpr the qualification of moplen ep310d resin for vip sharps collectors, it was identified that one test failed for four out of five impacted the characteristic was challenged at a more stringent test method to align with as the impacted sharps collectors claim compliance to this standard. This test method requires dropping samples from six orientations (upright, top, long side, short side, base corner, and top corner) instead of one orientation as per existing test method ocit012. Out of the samples failed, only in the top corner position and top and top corner position for 303209 failed. All other orientations passed the acceptance critiera. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 11 bd sharps coll 17l yellow was damaged, but still operable. The following information was provided by the initial reporter: "out of the samples failed, only in the top corner position and top and top corner position for 303209 failed."